Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, and the cause was determined to be associated with use of the device. The proximal end of a broviac repair segment with a white connector was returned for investigation. Evidence of use was observed on the returned sample. The printing on the clamping oversleeve was partially worn. Debris was observed in the crevices of the clamp. The repair tubing extended 2.1cm from the distal end of the clamping oversleeve. The remainder of the catheter was not returned for investigation. A 6mm longitudinal split was observed in the tubing just distal to the clamping oversleeve. The split was curved at both the proximal and distal ends of the split. A microscopic examination revealed that the split surfaces of the catheter were jagged and granular. A tactual investigation revealed slight weakening in the extension leg near the split. The characteristics of the split in the tubing are consistent with a burst due to overpressurization. A syringe smaller than 10 ml should not be used to flush or confirm patency. Patency should be assessed with a 10 ml or larger syringe with sterile saline. Upon confirmation of patency, administration of medication should be given in a syringe appropriately sized for the dose. Do not infuse against resistance. Infusion pressures should never exceed 25 psi. Smaller syringes generate more pressure than larger syringes. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the broviac ruptured upon restarting tpn. Writer applied pressure then rn clamped the line when assistance arrived. Writer called crn. Crn repaired line at rupture site. Crn attempted to flush line but was unsuccessful. Minimal blood return noted. Md ordered tpa for line. Writer instilled tpa in broviac via stopcock method (per policy). After tpa instilled, writer noted bubble in broviac line above old line repair. Writer notified physician, crn, and charge nurse. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the broviac ruptured upon restarting tpn. Writer applied pressure then rn clamped the line when assistance arrived. Writer called crn. Crn repaired line at rupture site. Crn attempted to flush line but was unsuccessful. Minimal blood return noted. Md ordered tpa for line. Writer instilled tpa in broviac via stopcock method (per policy). After tpa instilled, writer noted bubble in broviac line above old line repair. Writer notified physician, crn, and charge nurse. No patient injury reported.